Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The insulin pump had minor scratches on the display window, cracked case near the display window corners, and a cracked reservoir tube lip. No blank display, battery out limit alarm or unexpected audio anomaly was noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received several low sensor glucose alerts during the night. Customer had to change the alarm function to vibrate. It was stated that when the customer woke up, the display on the insulin pump was blank. The insulin pump does not show physical damage. It was not dropped or exposed to moisture. It was stated that the battery cap is not damaged or corroded. Battery compartment and spring are not damaged or corroded. Customer inserted a new battery and received a battery out limit; alarm was cleared and display returned. Customer was able to rewind the device but when pressing act, it beeps but the piston is not moving. No motor error alarm noted. Nothing further reported.